Manufacturer narrative:
Please note that the exact event date is unknown and that the event date is the complaint awareness date. Occupation: other, litigation paralegal. Additional information is pending and will be submitted within 30 days of receipt.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to occlusion of the inferior vena cava. The patient has suffered life-threatening injuries and damages, requiring extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain, suffering, and other damages.

Manufacturer narrative:
Correction to common device name (product code).

Manufacturer narrative:
After further review of additional information received. Event: as reported, the patient had placement of a trapease inferior vena cava (ivc) filter. Per the medical records, the filter was implanted two months after a motorcycle accident, with injuries including a hydropneumothorax on the left and a hemothorax on the right. On presentation after the mva, the patient was intubated, placed on mechanical ventilatory support and chest tube drainage was performed. The patient subsequently developed adult respiratory distress syndrome, severe hypotension and evidence of intraperitoneal bleeding. The patient underwent a splenectomy due to retroperitoneal bleed and varices, and tracheostomy for ongoing respiratory failure. Medical history includes emergency laparotomy for known liver cirrhosis and portal hypertension. The patient¿s medical history was significant for ethanol abuse. The medical records also note a history of gastro-esophageal reflux disease, depression and hypertension. The filter was placed due to development deep vein thrombosis of the right common femoral and saphenous vein. The filter was placed via the left groin and deployed at the l2-l3 level. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to occlusion of the inferior vena cava. Approximately seven years after the index procedure, the patient had a liver transplant. Approximately eleven years after the index procedure, the patient had a hernia repair. Approximately thirteen years later, the patient experienced cancer of the neck and throat, deep vein thrombosis. The patient underwent recanalization of the occluded left iliofemoral venous segment into the inferior vena cava filter using thrombectomy, angioplasty and stenting. Approximately fourteen years after the index procedure, the patient experienced a left hip and femur fracture. Additional information received per the patient profile form (ppf) states that the patient experienced recurring blood clots, clotting, and/or occlusion of the inferior vena cava. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Event: additional information received per the medical records state that the filter was implanted two months after the patient was involved in a motorcycle accident. The patient sustained a hydropneumothorax on the left and a hemothorax on the right. On presentation, the patient was intubated, placed on mechanical ventilatory support and chest tube drainage was performed. The patient subsequently developed adult respiratory distress syndrome, severe hypotension and evidence of intraperitoneal bleeding. The patient continued on mechanical ventilatory support and underwent a tracheostomy. The patient developed a retroperitoneal bleed, had a splenectomy, ligation of multiple varices and placement of a right femoral venous catheter.   Historically, the patient had an emergency laparotomy. He was found with changes consistent with known liver cirrhosis and portal hypertension. The patient underwent a splenectomy and tracheostomy. The patient¿s medical history was significant for ethanol abuse. The medical records also note a history of gastro-esophageal reflux disease, depression and hypertension. The start dates for these events is unknown. The patient developed deep vein thrombosis of the right common femoral and saphenous vein, due to the risk of coagulopathy the filter was implanted. The filter was placed via the left groin and deployed at the l2-l3 level. Approximately seven years after the index procedure, the patient had a liver transplant. Approximately eleven years after the index procedure, the patient had a hernia repair. Approximately thirteen years after the index procedure, the patient experienced cancer of the neck and throat, deep vein thrombosis, underwent thrombectomy and an iliac stent was placed. The patient underwent recanalization of the occluded left iliofemoral venous segment into the inferior vena cava filter using thrombectomy, angioplasty and stenting. Approximately fourteen years after the index procedure, the patient experienced a left hip fracture and a left femur fracture.  Additional information received per the patient profile form (ppf) states that the patient experienced recurring blood clots, clotting, and/or occlusion of the inferior vena cava. Additional information is pending and will be submitted within 30 days of receipt.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly. As reported, the patient underwent placement of a trapease vena cava filter. The indication for the filter placement was not reported. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to occlusion of the inferior vena cava. The patient has suffered life-threatening injuries and damages, requiring extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain, suffering, and other damages. Vena cava thrombus does not represent a device malfunction and could not be confirmed without films for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc occlusion could not be confirmed without films for review. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.